Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was "high". Customer required assistance due to their bg level and was given a manual injection. The customer reverted to an alternate method insulin therapy.